Event description:
It was reported that there was a missing device component. When the healthcare provider opened the catheter packaging, there were no clear catheter boots in the package which should have been included with the catheter. Another package was opened in order to provide the needed components. There was no patient impact. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).